Manufacturer narrative:
MDR for the corsair used in combination will be submitted under 3003775027-2016-00120. Subject guidewire was not returned to manufacturer. During processing of this complaint, attempts were made to obtain complete event. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the provided information, it is inferred that the guidewire manipulation in the catheter of which shaft was severely bent resulted the scratching damage to the ptfe coating of the guidewire . IFU describes in the "warning" : observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. Determine the cause of resistance under fluoroscopy and take any necessary remedial action and as the possible adverse event, separation or breakage of the guide wire.

Event description:
Reportedly, in the procedure to cto lesion at rca #2, after the device stuck experience with other corsair and gaia third combination, physician advanced anew this subject corsair catheter and a sion guidewire as combination by retrograde approaching manner, and lesion crossing was attempted. Again it was noted that the devices got stuck each other, so that the devices were removed out a unit. Upon flushing the catheter greenish fragment was observed and was supposed to be the ptfe coating scraped off from the guidewire. There was no health impact to the patient.

Manufacturer narrative:
(B)(4).